Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(4).

Event description:
Caller reported mobile system blood glucose results comparisons within 10 minutes: using strip lot 278305 8:23 - result 32.3 mmol/l 8:23 - result 22.3 mmol/l 8:24 - result 30.7 mmol/l 15:24 - result 22.9 mmol/l 15:27 - result 10.4 mmol/l 20:56 - hi, which on the system indicates a result in excess of 33.3 mmol/l 20:58 - result 21.6 mmol/l using unknown strip lot: 21:02 - result 12.2 mmol/l no adverse event was reported. A request was made for the return of the meter and strips, replacement sent.